Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination and had a connection failure. The unexpected contamination was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
B3 - the date of event is unknown. A supplemental report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Additional information: d8, h2, h3, h6. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 5 cfu, bacterial identification: peribacillus sp. The device was evaluated and additional reportable malfunctions were observed: due to corrosion on plug unit, e216(scope communication err) occurs. Scope cover unit has corrosion due to water leakage. Light guide cover glass has corrosion due to water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined for the contamination. A cause for the leaks that resulted in the observed reportable malfunctions could not be identified, but the issue were attributed to degradation. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.